Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial (B)(6) product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that when they press the button to turn the controller on, the controller will not turn on. Patient tried pressing one of the arrow keys on the face of the controller but the controller would still not turn on. Patient confirmed they reset the controller as well. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. After about 5 seconds patient reinserted the battery and confirmed green light was flashing above the screen. However, as patient was going to plug controller into ac power supply, a screw fell out of the controller. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.